Manufacturer narrative:
The manufacturer received a report of microholes/slicing in sterile slushwarmer drapes (sku esd340). Samples and images were provided for evaluation. Visual assessment determined that the reported micro-holes were gel spots, and leak testing showed no water leakage. Gel spots were measured and found to be within the raw material specification acceptance criteria; therefore, the complaint was not confirmed as a product defect. A records-based review of the associated lots identified no related manufacturing nonconformances and the product was manufactured and released per approved procedures. Risk was assessed as low; no field action was required. A quality alert/complaint notification was issued on 19-jan-2026. This is the third reported incident for esd340 within a one-year period; the issue will be tracked and trended

Event description:
It was reported that sterile slushwarmer drapes (sku esd340) had "microholes" and slicing during use when water/ice accumulated beneath the drape. Two units from lots 3195la1100 and 5375la0100 were reported. The customer stated only gloved hands were used and no sharps or instruments were involved.